Event description:
The patient reported that their device had been ¿dead for quite a long time.¿ the device stopped working 2 years after implant (2007). The patient stated that it ¿was¿ doing anything and stopped working and they didn¿t know why. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.